Manufacturer narrative:
The reported product is not expected to be returned as the customer was unable to be contacted to request return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported that following application of the adc device, the needle failed to retract and remained hanging from the back of the arm. This product issue resulted in pain upon removal of the device. Adc customer service was unable to contact the customer to gain additional details regarding this event as no contact details were provided. There was no report of death or permanent impairment associated with this event.